Event description:
It was reported by service report that the head-end lift was stuck in full upright position, and would not lower. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning head-end lift power coil cable.